Event description:
A report was received that the patient was experiencing referred pain. It was noted that there was unwanted stimulation in the pelvic area and was causing testicular pain. The patient was administered injections in the testicles.